Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the positioning issue was most likely use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported a positioning issue during use of the device that prompted removal and replacement. There was no adverse impact to the patient.